Event description:
The customer states she obtained back to back blood glucose results of 186 mg/dl and 92 mg/dl. Controls were not run. The customer states she is feeling fine. Return requested and replacement was sent.